Event description:
It was reported that the pump was explanted on (B)(6) 2014. It was reported that the patient experienced a pump pocket infection. The patient complained of incisional pain and pain and tenderness at the site of the jackson-pratt (jp) drain. Examination on (B)(6) 2014 revealed pain and inflammation at the site of the surgical incision and jp drain. Three days later, a consult with infectious disease specialists occurred. On the same date, intravenous (IV) antibiotic therapy was administered and the device was explanted. It was noted that the device was not replaced at this time. The event resulted in an unscheduled clinic or office visit and inpatient hospitalization. The event severity was indicated to be moderate. It was indicated that the event was related to the device procedure. As of (B)(6) 2014, the event outcome was ongoing.

Event description:
It was later reported that, when the pump was replaced on (B)(6) 2014, a catheter occlusion was identified. At the previously reported pump explant, the healthcare provider (hcp) left the catheter in place and did not flush the catheter of any drug has he would normally do. The hcp felt that the drug in the catheter caused a crystallization of the catheter drug. At this time, the hcp used another catheter segment to splice and patch the existing piece. It was unknown if there were any patient symptoms or complications associated with this event. The patient status at the time of this report was indicated to be ¿alive-no injury.¿ the final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of catheter serial # (B)(4) revealed a tear in the seal near the guide ring of the sutureless connector, which was determined to be non-significant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that event was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
The patient was also administered oral antibiotics on (B)(6) 2014. The pump was being used to deliver sufenta (250 mcg/ml, 50 mcg/day), bupivicaine (15 mg/ml, 3 mg/day), and clonidine (500 mcg/ml, 100 mcg/day). [The following information pertaining to the catheter occlusion/kink/crystallization of the catheter drug will be reported under a separate manufacturer's report number going forward: it was later reported that, when the pump was replaced on (B)(6) 2014, a catheter occlusion was identified. At the previously reported pump explant, the healthcare provider (hcp) left the catheter in place and did not flush the catheter of any drug has he would normally do. The hcp felt that the drug in the catheter caused a crystallization of the catheter drug. At this time, the hcp used another catheter segment to splice and patch the existing piece. It was unknown if there were any patient symptoms or complications associated with this event. The patient status at the time of this report was indicated to be "alive-no injury". The final patient outcome was not reported. It was later reported that, during the pump replacement on (B)(6) 2014, a catheter kink was found. The kink was at the level of the connector. On the same date, the device was explanted/replaced. As of the same date, the event outcome was unresolved with no further actions planned.

Event description:
It was later reported that, during the pump replacement on (B)(6) 2014, a catheter kink was found. The kink was at the level of the connector. On the same date, the device was explanted/replaced. As of the same date, the event outcome was unresolved with no further actions planned.